Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 72 mg/dl, 377 mg/dl, 158 mg/dl, 97 mg/dl, 105 mg/dl, and 117 mg/dl within 10 mins; however, upon review of the device's internal memory log, it was found that only readings 377 mg/dl, 158 mg/dl, 97 mg/dl, and 105 mg/dl were found within 10 mins. Those results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). Customer's meter (B) (4) was returned and tested with approved test strips lot # 43990. The complaint was not confirmed and no new issues were observed. All results were within the range specification. Additionally, the reported readings of 377 mg/dl, 158 mg/dl, 97 mg/dl, and 105 mg/dl were found in the device's internal memory log within 10 mins.